Event description:
Given pillcam and recorder had two episodes where they stopped communicating. A reboot was performed following each failure with the first recording session lasting more than 3 hrs, and the subsequent session lasting more than 1.5 hrs. This resulted in an incomplete/inconclusive test result. Diagnosis or reason for use: endoscopy - colonoscopy. "Is the product compounded: no, is the product over-the-counter: no."